Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and replaced the plunger and tip clamps in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem and returned to expected operation.